Event description:
Hold mc. User facility medwatch report received numbered (B)(4). Reference attached user facility medwatch report. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. A review of the device history records will be requested. Should be: adverse event. Should be: required intervention to prevent permanent impairment/damage (devices). Should be: 3.5mm lcp t-plate 3h head/8h shaft/107mm oblique left. Should be: appliance, fixation, nail. Should be: (B)(6). Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information received from hospital.